Event description:
Drug/diluent: ropivacaine 0.2% naropin. Fill volume: 300ml and flow rate: 8ml/hr. Procedure: coronary artery bypass grafting (CABG), heart procedure. Cathplace: tunnelled under ribs, same side as chest tube. Pump infused in 24 hrs. Pump is filled in the operating room. Pump placed after surgery on (B)(6) 2011. It was noticed that the pump was almost empty on the morning of (B)(6) 2011. Nurse detached the pump around 10:30am on (B)(6) 2011. Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 600ml. Maximum fill volume: 750ml/hr. Saf flow rate: 2-14ml/hr. Warning: flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. Flow rate may vary + or ¿ 20%.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: device was received for eval and investigation, and testing is currently being performed. Info was provided by the customer that the pump was filled to 300 ml, which does flow faster than a labeling filled pump. The directions for use (1307127 rev. A) contains a caution statement: do not underfill. Underfilling the pump may significantly increase the flow rate. Conclusions: a f/u report will be filed when investigation has been completed.